Manufacturer narrative:
The immucor laboratory received and tested a returned blood sample from the customer site against retention product on (B)(6) 2017 which yielded an unexpected negative outcome, confirming the customer's findings. The immucor laboratory also tested retention product on (B)(6) 2017 which performed as expected.

Event description:
On (B)(6) 2017, a customer site, reported an unexpectedly negative antibody screen when tested on a galileo instrument.